Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, there was problem loading the device. The handle fouls not be fired. Both instrument and handle were exchanged to complete the case. There was no patient injury.